Manufacturer narrative:
Na

Event description:
It was reported that the patient presented to the clinic for the device to be checked after receiving hv therapy. The patient informed physician that the ICD had previously been turned off. The program parameters were consistent with a hardware reset.